Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) had a noted episode of external noise. The ipg measurements within expected range and the device appears to be functioning as programmed. The ipg remains in use. No patient complications have been reported as a result of this event.